Event description:
On (B)(6) 2012, wife reported the pt has been "passing out" due to hypoglycemia around 5:00 p.m. Every day for the past 2 weeks. Wife has given him orange juice or honey as treatment and reported he has not been capable of self-treatment. Wife has not checked his blood glucose but reports it has been in the 37-57 mg/dl range. His normal blood glucose is "100 something". Pt was currently feeling "ok" and was unavailable to troubleshoot the concern. Wife believes hypoglycemia is caused by him delivering too much insulin for lunch. She reported she is not familiar with the infusion device and unable to answer further questions. Wife was encouraged to contact pt's physician, and she requested to meet with a trainer to review the basal rates. F/u was completed with pt on (B)(6) 2012. He reported he did not pass out or lose consciousness and said he did not have time to talk. Additional f/u was attempted on (B)(6) 2012, and each time, the pt was unavailable to discuss the events. No allegations were made against the infusion device or related products, and no product will be returned for eval.